Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Left hip revision for elevated metal ion levels and pain. Mdm insert and liner replaced with poly insert. Zimmer head and stem.

Manufacturer narrative:
An event regarding an abnormal ion level involving an unknown mdm liner was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned however an image of the removed device was provided. There is some black debris present on the surface of the mdm liner which may be old blood or corrosion this cannot be determined from the image. The mdm liner is otherwise visually unremarkable. Medical records received and evaluation: a review of the provided information by a clinical consultant noted that: "in conclusion, exact failure mode cannot be reconstructed due to lack of adequate and relevant information although the level of evidence for a metal toxicity related problem is paper thin and it appears that an adverse mix of procedure-related factors would be a more suitable candidate to have caused the problems. This then would relate to the implanted zimmer stem with zimmer cable ready system and not to the implanted stryker mdm device despite the fact that it was revised together with removal of the cables. There is no evidence in the current info that this mdm device has played a role in the failure mode. It is furthermore clear that device-related factors are not present in this case. Procedure-related factors: cup or stem malposition suspected. Cerclage cable in direct contact with metal of stem. Greater trochanteric bursitis possible. Patient-related factors none evident. Device-related factors: none evident. Diagnosis: exact failure mode cannot be reconstructed due to lack of adequate and relevant information although the level of evidence for a metal toxicity related problem is paper thin and it appears that an adverse mix of procedure-related factors would be a more suitable candidate to have caused the problems reported. This then would relate to the implanted zimmer stem with zimmer cable ready system and not to the implanted stryker mdm device despite the fact that this was revised." Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: a review of the provided information by a clinical consultant concluded that: "exact failure mode cannot be reconstructed due to lack of adequate and relevant information although the level of evidence for a metal toxicity related problem is paper thin and it appears that an adverse mix of procedure-related factors would be a more suitable candidate to have caused the problems reported. This then would relate to the implanted zimmer stem with zimmer cable ready system and not to the implanted stryker mdm device despite the fact that this was revised." Further information such as additional x-rays, device details and return of the removed devices are needed to complete the investigation for determining root cause. If further information such as device details becomes available or the product is returned, this investigation will be re-opened.

Event description:
Left hip revision for elevated metal ion levels and pain. Mdm insert and liner replaced with poly insert. Zimmer head and stem.